Manufacturer narrative:
On (B)(6) 2020, a secondary review of the file was performed and mentor became aware that the manufacturing record evaluation (mre) was incorrectly reported to have been performed. The mre was performed for the contralateral side, however, since no lot number was provided for the right-sided device, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient who underwent a breast reconstruction revision with a 555cc mentor memoryshape breast implant gel prosthesis on the left and an unknown mentor gel breast implant on the right has experienced unexplained systemic symptoms postoperatively, including swelling, pressure, back pain, constant pain in chest area, tightness, lumps, and itching and burning on both sides. Patient reported that the symptoms on the left side is worse, and the left implant is higher than the right. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the right-sided implant.